Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument would not staple or cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.